Event description:
It was reported via (B)(6) consumer posted " I had it done 2 years ago, kept throwing up, went back to the doctor and found out the band. Had moved went back in for surgery last week and they fix the band and found another hernia that they repaired. I have lost 40 lbs and no it is not an easy fix but I am glad that I did it in the long run."

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.